Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, using first clip is twist, continue the same. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # k90j20. Conclusion: the analysis results found that the er420 instrument was returned in good visual condition. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed two conforming clip and it ejected fourteen clips; finally, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.